Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review could not be performed as the lot number was unknown. No root cause could be determined as the complaint could not be confirmed. Operator of device is is unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that during use of the tubing set, an under infusion of ancef was delivered to the patient. The volume to be delivered was 300ml and the calculated under infusion was 3.8 percent. Additional information indicated that the medication was infusing through a peripherally inserted central catheter (PICC) line which flushed easily, with brisk blood return. No patient injury was reported.